Event description:
The end user reports the following issue: valve sticking on the belly bag. No pt injury or intervention reported.

Manufacturer narrative:
The device sample was requested, but not received or evaluated at the time of this report.